Manufacturer narrative:
Concomitant medical products: product ID: 8770-4, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that there was a flow rate % error over 25%. The refill volume discrepancy or flow rate % error was 30.43%. There were no actions taken as a result of the event. The pump was used to infuse preservative free sterile saline. The pump was refilled with study drug, vascular endothelial growth factor (vegf) or placebo. No patient symptoms or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.